Event description:
It was reported that the devices were used during an unknown procedure. At the beginning of the procedure, the first device released only 3 clips. However, in the use of the second device, the feed bar was dislodged. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Instrument a: cover tab. Instrument b: batch # e9fl85; antiback up. Evaluation summary - the analysis results for the mcm30 instrument (a) confirmed that it was returned non-functional, with the cartridge cover out of position and with a clip incorrectly loaded into the clip track and with the anti-backup damaged; therefore, the remaining clips would not be fed into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the mcm30 instrument (b) confirmed that it was returned non-functional, with the cartridge cover out of position and with a clip incorrectly loaded into the clip track; therefore, the remaining clips would not be fed into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.